Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. Reportedly, the customer was overfilling the cartridge. Tandem technical support educated the customer to fill syringe with slightly less than 300 units. A new cartridge was loaded to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.